Event description:
The location of the pump in the patient¿s back was uncomfortable for her so on (B)(6) 2015 they moved it from the patient¿s back to her abdomen. They also went from a 40cc pump to a smaller 20cc pump. The drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).